Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the power pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself. There was no patient use associated with this event.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Corrected information: additional mfg narrative on of the initial medwatch report indicates: the third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the power pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. H6: the third party service agent evaluated the customer¿s device and was unable to reproduce the reported issue. The service agent replaced the power pcb assembly as precautionary measure. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. New information for supplemental medwatch report: h6: physio-control further evaluated the power pcb assembly and was not able to reproduce the reported issue. Physio-control did observed wear on the contacts of connector, designator p11 of the power pcb assembly. However, due to the inability to verify the reported issue, this cannot be associated to the reported event and thus the cause of the reported issue could not conclusively be determined.